Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for external pacing and the device powered on. According to the reporter, at some time during the code, the device monitor screen blanked then displayed a flatline, the service light lit and pacing activity wouldn't display. Power was cycled then proper operation observed. No adverse affects to the pt were reported as a result of the alleged malfunction.